Event description:
It was reported the procedure was being performed in the intensive care unit. The clinician was performing central line care to a triple lumen catheter that was in the patient's subclavian. The catheter had excellent blood return. When flushing the proximal white lumen, the flush leaked from the insertion site. The middle and distal lumens flushed without incident. The physician at the bedside observed the same and the proximal lumen was capped off. Another triple lumen catheter was exchanged over the wire the next day.

Manufacturer narrative:
(B)(4). A similar issue occurred with the replacement device. MDR report #: 1036844-2015-00003 was filed for that occurrence.